Event description:
Caller reported that insulin gauge displayed a different amount than expected, with the pump showing an estimate of 0 units instead of the expected 75 units. There was no reported impact to the customer¿s blood glucose level, as it was unknown or the caller declined to answer. The caller did not complete the necessary steps to remove air from the cartridge, but after receiving instructions from technical support, acknowledged understanding of the process. Caller declined to load a new cartridge and decided to continue using the current one, with a plan to follow up if necessary.